Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had formulary kit issuethe customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had formulary kit issue the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a formulary kit issue. The technical support specialist (tss) dialed into the server, ran a device event report and identified a override cancelled where the kit was dispensed. Tss identified that one medicine was missing among the group, verified the facility formulary and identified that the override groups were ticked only supervisor and other medicines in the same kit was ticked by multiple groups. Tss verified the user role for nurse and identified that it was unticked for supervisor and resulted in the failure of dispensing the medication. The system functioned as intended after the technical support specialist troubleshot the device.